Event description:
It was reported that a user was not receiving glucose readings about one hour after placing a freestyle libre 3 plus sensor, and support identified that the sensor had never been scanned or paired; the user was instructed to scan the sensor and subsequently entered the sensor warm-up period. Symptoms included no glucose data available prior to successful scanning. Outcomes included a temporary interruption in continuous glucose monitoring with no alerts or alarms and no medical intervention required. Investigation included customer interview and troubleshooting education regarding correct sensor pairing and scanning. Investigation of this case revealed user setup error resulting in failure to initiate sensor communication, which resolved after proper scanning. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and use.